Event description:
It was reported that the customer experienced an issue with the battery depleting too quickly. There was no information available regarding the impact to the customer¿s blood glucose level. No further information was able to be obtained.